Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced twiddlers syndrome resulting in left ventricular lead dislodgement. The lead was explanted successfully.

Manufacturer narrative:
Analysis was normal, no anomalies were noted.